Event description:
A clinical engineer for the user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with a staff nurse. The blood leak occurred at the beginning of treatment. The blood leak was noted as being an external blood leak. Blood was visually observed dripping from the arterial header of the dialyzer. Blood leak test strips were used and tested negative for the presence of blood. No blood leak alarms were received. The staff nurse suspected there was a crack in the dialyzer which caused the reported blood leak. The patient's estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the complaint device was not returned for manufacturer evaluation. However, one photograph was provided by the clinic for review. The photograph shows an up-close view of the dialyzer, and there appears to be blood present within the threads of the header cap on one end, which is indicative of an external leak. There was no damage visually noted that may have caused the external blood leak. The reported issue is confirmed. Potential causes of header leaks include damage to the threads, cracked header caps, and pu build up on the threads causing torque not to be met, a pu sliver under the o-ring, or a damaged o-ring. The probable causes for these failures to occur may include rough handling (causing cracks or physical damage), and anomalies during the manufacturing process such as incorrect potting ratios or incorrect placement of a dialyzer in the carousel. The cause cannot be determined in the absence of the sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notices (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria.

Event description:
A clinical engineer for the user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with a staff nurse. The blood leak occurred at the beginning of treatment. The blood leak was noted as being an external blood leak. Blood was visually observed dripping from the arterial header of the dialyzer. Blood leak test strips were used and tested negative for the presence of blood. No blood leak alarms were received. The staff nurse suspected there was a crack in the dialyzer which caused the reported blood leak. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A clinical engineer for the user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with a staff nurse. The blood leak occurred at the beginning of treatment. The blood leak was noted as being an external blood leak. Blood was visually observed dripping from the arterial header of the dialyzer. Blood leak test strips were used and tested negative for the presence of blood. No blood leak alarms were received. The staff nurse suspected there was a crack in the dialyzer which caused the reported blood leak. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: a dialyzer was returned for evaluation from the reported lot number. During gross visual examination, a polyurethane (pu) sliver was observed under the o-ring beneath the header at approximately 355°, with the dialysate ports at 0°, on the non-cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. The reported issue is confirmed. The probable causes for a pu sliver include: improperly seated potting caps (used during the manufacturing process) and debris that may be present in the hoppers or feeder bowl.